Event description:
The user facility reported a drain hose connected to the reliance 444 washer had broken and water was flooding the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Contrary to the facility's report, a steris service technician arrived at the facility and found the drain hose secured and properly aligned to the facility's drain. The drain hose was not broken and did not evidence any signs of leaking. The technician then inspected the facility's floor drain and observed debris which had obstructed the floor drain, causing the reported flood. The floor drain is a facility utility and it is the facility's responsibility to ensure the drain is properly maintained and operating to specification. The technician assisted the client in cleaning the floor drain and installed a screen to prevent the issue from reoccurring. The unit was installed in september of 2005 and is currently under steris contract. The last preventive maintenance was completed on february 20, 2014 at which time the unit was confirmed to be operating to specification. No further issues have been reported.